Event description:
It was reported that the device reached the recommended replacement time (rrt) due to possible premature battery depletion in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5594 implantable pacing lead (B)(6) 2007 6949 implantable defib lead (B)(6) 2007 5112 competitor implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.